Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin had a sensor error after insertion. Customer's blood glucose was 30.9 mmol/ld. The customer was advised to treat the high blood glucose and do not calibrate the sensor and turn off sensor feature, then turn it on when blood glucose would be stable. Customer was advised to call back if needed.